Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Index procedure was also prompted by positive functional study. Investigator assessed that the event was not related to index device and not related to antiplatelet medication. Sponsor assessed that the event was not related to the device. Patient is recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the rca. It is reported that grade a dissection occurred in the rca during the index procedure. Investigator reports the dissection is not due to medtronic device. Sponsor assessed that the event was related to the device and not related to the antiplatelet medication.